Event description:
Toddler receiving active resuscitation in emergency department (ed). Respiratory therapist at the bedside preparing equipment for the ed physician to intubate the child. When inserting the stylet into the et (endotracheal) tube, the stylet reportedly broke in half. The equipment broke before it was used on the patient. It was removed and new equipment was obtained for intubation.

Event description:
Toddler receiving active resuscitation in emergency department (ed). Respiratory therapist at the bedside preparing equipment for the ed physician to intubate the child. When inserting the stylet into the et (endotracheal) tube, the stylet reportedly broke in half. The equipment broke before it was used on the patient. It was removed and new equipment was obtained for intubation.

Manufacturer narrative:
The following elements have blank data.